Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Following insertion, resistance was met while removing the guidewire. After manipulating the devices, the guidewire was successfully removed; however, it was discovered that the catheter was kinked at the aortic arch. The pump was replaced as a result of the noted damage. There was no patient harm.